Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of an "orange spot on middle of screen". This condition has the potential to cause an interruption of delivery. This condition was found in the biomed service department. This event occurred during programming/setup. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is vista minor(5.04.00).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an "orange spot on middle of screen" was confirmed but not reproduced during product evaluation by baxter service personnel. The assignable cause was determined to be spots on the main display. The main display was replaced to correct the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.